Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe plastipak 20ml s/su foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when opening a 20ml syringe, the nursing technician observes there was liquid residue inside, and the packaging was not violated.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd syringe plastipak 20ml s/su foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when opening a 20ml syringe, the nursing technician observes there was liquid residue inside, and the packaging was not violated.